Event description:
It was reported that the patient developed an infection at the pod¿s insertion site and sought medical attention on (B)(6) 2025 at winshill medical centre. The patient's blood glucose levels reached 17 mmol/l (306 mg/dl) while wearing the device between 5 and 24 hours on the leg. It was noted that insulin was leaking during wear. The patient's mother reported that a week later where the pod had been (leg), it started to become sore with bleeding present and was painful. The patient's mother applied a cream and plaster to the site and brought them to the medical center where the doctor diagnosed them with an infection. The patient was prescribed antibiotics (specific name not provided). A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection or hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection, and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.